Event description:
Healthcare provider reported unknown side one of ¿allergan¿s tissue expanders had a hole in it. If I got the story correct it was implanted before they discovered the problem¿. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: two openings on anterior. Leak test and microscopic analysis was performed which identified: two striated openings on anterior and non-penetrating nick striated on anterior. Based on the device analysis the final assessment is: two striated openings on anterior assessed as surgical damage.

Event description:
Healthcare provider reported unknown side one of ¿allergan¿s tissue expanders had a hole in it. If I got the story correct it was implanted before they discovered the problem¿. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device.

Event description:
Healthcare provider reported unknown side one of ¿allergan¿s tissue expanders had a hole in it. If I got the story correct it was implanted before they discovered the problem¿. The device has been explanted.